Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.

Manufacturer narrative:
Additional information was received from the plaintiff's attorney regarding the date of event onset; however, there is a discrepancy as the date provided is the day after the date that was initially reported. Additional information asking for clarification surrounding the details of the event has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. The associated MFR report numbers are 1225714-2014-13502 and 1225714-2014-13503.

Event description:
The additional information received alleged that the patient's cardiac event was a sudden cardiac arrest.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2011 resulting in an ongoing coma after the use of the product.